Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro 2 was bent back. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25108303, 25108345 and 25109235 and the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).